Event description:
Reporter indicated a newly-implanted vns patient had severe vomiting and dysphagia with solid foods. The patient was able to swallow liquids. The pt was able to swallow liquids. The patient was hospitalized for the vomiting. Per the operative report, the vns electrodes were properly fit to the pt's vagus nerve. The vns has not been activated and remains disabled. Attempts for further info are in progress.